Event description:
It was reported that a 50ml infusion of zosyn (2.25 grams) was intended to infuse over 30 minutes, however entire dose was infused in 10 minutes and the pump began alarming. When the pump was inspected it showed a volume to be infused of 34.7ml instead of 50ml and a remaining infusion time of 20 minutes. There was no harm to patient.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Manufacturer narrative:
Correction : it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2022-231527 is a concomitant. Please refer to manufacturer report number 2016493-2022-231590, which captured the correct suspect device per investigation report.

Event description:
It was reported that a 50ml infusion of zosyn (2.25 grams) was intended to infuse over 30 minutes, however entire dose was infused in 10 minutes and the pump began alarming. When the pump was inspected it showed a volume to be infused of 34.7ml instead of 50ml and a remaining infusion time of 20 minutes. There was no harm to patient.